Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a patient via a manufacturer representative (rep) regarding a patient who was receiving lioresal 500mcg/ml at a dose reported as "135 mcg/ml" via an implantable pump for an unknown indication. On (B)(6) 2015, the patient arrived about 10 days past their refill date. Upon aspiration of the pump, nearly 5 ml of drug was aspirated from the reservoir, but the programmer displayed 0 ml reservoir volume. The pump was refilled. A catheter access port (cap) procedure was performed on a later date (date unknown) and a blockage of the catheter was confirmed. On (B)(6) 2015, a replacement was scheduled within the next 15 days. There were no reported patient symptoms. The outcome of the event was not reported.

Event description:
On 2015-10-18, additional information was received from a manufacturer representative (rep). It was reported that the serial number of the pump was untraceable. The patient's daily dose was updated to 185 mcg/day. The model of the catheter was updated.